Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op it was reported that the screws at s1 and t12 were loose. Patient refused revision surgery.

Manufacturer narrative:
(B)(4): a review of radiographic images show initial ap and lateral lumbar films show unoperated spine with severe arthritis and osteoporosis. Stenosis is reported. Postoperative films show construct from t12 to s1 with pedicle screws. Interbody devices are seen at l3, l4 and l5. Position of implants appears excellent. Instrumentation is well positioned but appear to be extensive given the age of the patient, and degree of osteoporosis. Subsequent films report failure of fusion at l5 and t12 with loosening of t12 and s1 screws. This cannot be verified on these films. Patient has refused further surgery.